Event description:
Pt sustained burn to lower lip following laser ablation of laryngeal papilloma. Fiber burned inside broncoscope. Oxygen concentration was 100%. This account re-uses fibers. Their re-used fibers are gas sterilized. Customer stated that he did use a sterilized re-used fiber.